Event description:
Operator error in programming the pump which resulted in the patient receiving more medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified "anti-nausea" medication at a rate of 400ml/hr instead of the intended rate of 40ml/hr with a volume to be infused (vtbi) of 500ml and the delivery was started. No further programming parameters were provided. Approx one hour later when ambulating the patient, the nurse noted the delivery was completed "way earlier" than expected. At this time, the nurse noted the display indicated the unintended rate of 400ml/hr. There were no reported adverse patient effects. No medical interventions were required. The pump remained in clinical service. Though requested, no additional info was provided.